Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the intensive care unit due to diabetes ketoacidosis. The caller stated that she woke up with high blood glucose and took a bolus, and then she started to feel very sick. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found several no delivery, low reservoir, and low battery alarms. Assisted the caller to run a manual prime test and the insulin did exit. The cannula was removed and it was bent. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. Advised the caller that the device is functioning as designed. No further information was provided.